Event description:
Patient with previously implanted tube graft, no tortuosity in the rcia, measured 9mm, and left leg amputation underwent previous aaa repair and a tube graft was implanted. A zenith renu device and iliac leg graft were placed in 2007. At the end of the procedure, the physician found a strong distal pulse for the right leg. He also followed with doppler and had pulse. In recovery, the nurse noticed the patient had a cold right foot and took patient back to surgery immediately. A self-expanding stent was placed in the iliac leg graft to improve flow and thrombosed limb with positive results. The nex tmonth, patient came back to or. The limb had thrombosed again and had to resort to right femoral bypass. Later, infection occurred and the grafts were explanted. (See also 1820334-2007-00472).

Manufacturer narrative:
Evaluation: still under investigation.